Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 failed. A field service engineer (fse) logged in hardware test application and failed when tested, inspected the light emitting diodes on the modular printed circuit board assembly board. Then reseated the row board cable, reassembled the drawer and connected the bus cable and powered the station up to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had failed drawer tried to reboot but issue persists. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.